Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received undeployed. The device was received with an empty reservoir; the fill sensor springs were not shorted by the fill rod. The device was awakened by shorting the fill springs, and the download data demonstrates the device being in pod state 2. This indicates fluid was not added to the device. No issues were observed that would prevent the pod from activating and the needle mechanism from deploying as intended.